Event description:
It was reported that the device was inappropriately power cycling. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll failure analysis lab for evaluation. The device log files confirmed that the device power cycled without pressing the power button; however, it also showed that the device was operating on battery power. While undergoing testing, the unit was allowed to charge the internal battery overnight to ensure it was fully charged and to monitor any performance issues. The device was allowed to ventilate for approximately 19 hours without any faults observed. The device was put through a battery duration test and successfully passed with no issues found. The reported malfunction was not duplicated and the device was found to be operating as expected with no issues.